Manufacturer narrative:
The event date is an approximate. The event occurred sometime in 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported the ins was initially placed under the patient¿s left arm. The patient later confirmed the ins was in her right hip. The patient had an EKG and they told her she was having a heart attack. The patient did not have her patient programmer with her to turn off the ins for the EKG. The patient said they carried her to the hospital and confirmed that she was not having a heart attack. The ins was removed due to normal battery depletion. No symptoms or further complications were reported.